Manufacturer narrative:
According to the customer phone call, the left brake was not locking into place when she pulled down on the brake and part of it is frayed, and on (B)(6) 2026, she was using her rollator and there was a piece of cotton on the floor, and the wheel turned and she fell down. Customer states she hurt her back, went to the orthopedic the next day, and was told her x-ray was normal. She continued to have back pain and was sent to see a back specialist, had an MRI done and was told her back was fractured, t11. Customer states she needs to wear a back brace and is still wearing it today. No other treatment was mentioned for her back at this time. She has been having ablation procedures for her neck issues unrelated to the fall. No additional information at this time. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer phone call, the left brake was not locking into place when she pulled down on the brake and part of it is frayed, and on (B)(6) 2026, she was using her rollator and there was a piece of cotton on the floor, and the wheel turned and she fell down.